Manufacturer narrative:
(B)(4). The device was returned and evaluated. The reported issue could not be duplicated and testing found no functional fault with the device. The device received preventative maintenance with an upgrade to the current version of software. The device was tested to product specifications and was returned to customer.

Event description:
It was reported that the probe was working intermittently during a thyroidectomy. The user switched cables and the device still would not work properly. Follow-up with initial reporter provided additional information. Additional information indicated the device was recognizing the electrodes during set-up of the monitoring screen. During the procedure the nerve was seen by the doctor and the probe did not detect it each time. It was intermittent. The doctor tried another probe and had the same issue. At this point the surgeon requested the nerve monitor to be checked. The doctor had the nerve in sight and the case finished without incident. There was no patient impact. No further information was provided.